Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the implantable pulse generator (ipg) site. It was noted that the ipg was over the ribs. The physician believed it was device and procedure related. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.